Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No damages or defects were observed in the fluid path or needle mechanism components that would inhibit the soft cannula from properly inserting into the infusion site. No damages or defects were observed that would result in a needle mechanism failure. The cause could not be determined for either of the reported events.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed and the pods pink slide failed to move forward upon initial activation. In addition the patient reports being unsure if the cannula was properly seated in the infusion site and upon removal of the pod from the infusion site the cannula was found to be bent. The patient reports their blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.